Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: adverse event of revision surgery was captured under initial report 2 for complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional note for event description clarification: the reported complaint is alleged against the blade and nail only. Complaint is not alleged against the other associated hardware.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the initial implant date was (B)(6) 2014. According to an x-ray on an unknown date; the blade penetrated the blade hole of the nail and reached the acetabular cartridge. The patient complained of pain at the affected part. The explant surgery was performed and prosthesis was implanted instead on (B)(6) 2015. This complaint involves four parts. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.